Manufacturer narrative:
This report is associated with (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip in the us.

Event description:
Heart attack [heart attack]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a female patient who received triple salt dental adhesive cream (corega ultra cream) cream for dentures. On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced heart attack (serious criteria gsk medically significant). On an unknown date, the outcome of the heart attack was not reported. It was unknown if the reporter considered the heart attack to be related to corega ultra cream. Additional information: on 30-aug-2017 reporter contacted the call centre informing she heard a lady informing she no longer uses corega because it caused a heart attack.